Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect from their implantable neurostimulator (ins) which started on the day of report. The patient had diarrhea on the morning of report. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported that the patient had notified their health care professional (hcp) about the lack of stimulation and loss of therapeutic effect and that there appointment date was (B)(6) 2015. The patient went through and electronic screen that may have led to their symptoms. The patient spoke with a representative and was ¿walked through the process and it started to work again¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uuws, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).